Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. There was no reported adverse event . This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 19-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: a review of the black box and alarm history showed no call service 064 alarms. The pump information from date of the allegation had been overwritten due to continuous use. The pump powered on properly with no alarms. The rewind, load, prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were received. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. A leak and evidence of moisture corrosion were found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.